Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Both reservoirs passed per specification, and no air bubbles were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles inside it. The customer reported that she was following directions, but was unable to remove the air bubbles. Blood glucose level at the time of the incident was 344 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the products for analysis.